Manufacturer narrative:
All pre implant preparation attempts were carried out. The stent was not implanted. Correction to PMA # p110013. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary, drug eluting stent was used during a procedure. It was reported that inflation difficulties were encountered and that the stent would not inflate. No patient injury reported.